Event description:
The customer contact reported a tubing separation. Prior to pt use, the tubing separated from the upper y-site. Though requested, no add'l info was provided.

Manufacturer narrative:
A representative device from the same lot was received. Investigation is not complete.